Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they have 2 implantable neurostimulators (inss), one on the right side that is non-rechargeable, and one on the left side that is rechargeable . It was stated that the left ins was replaced due to getting low power on (B)(6) 2016, and the event had occurred since (B)(6) 2016. Troubleshooting was then performed related to checking the battery level using the patient programmer (pp). It was then noted that the patient has a difficulty recharging, and that a poor coupling screen was shown when attempting to recharge as of (B)(6). However, an antenna locator was attempted and the issue resolved with the patient able to get 8 coupling bars. There were no patient symptoms reported. Indication for implant is dystonia and movement disorders. See related regulatory report 3004209178-2016-20230.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.